Event description:
It was reported an issue with the cr bard arterial statlock, the one stocked in the teleflex arterial access kits. It broke at the connection tubing. They have avoided a sentinel event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a detached male luer-lock adaptor was inconclusive due to the sample condition. Two photographs were provided for evaluation. The first photograph contained the statlock retention device, the arterial extension set, and the product packaging. All components appeared unused and unremarkable. The second photograph focused on the arterial extension set. No visible damage was seen on the device or the device connections. However, a red box and pointer were present on the photograph pointing to the connection between the male luer-lock connector and the tubing. The highlighted area likely indicated where the facility had been seeing the issue of device breakage. However, this photograph appeared to be of a non-complainant unused device. As the submitted photographs did not contain enough information to independently confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported an issue with the cr bard arterial statlock, the one stocked in the teleflex arterial access kits. It broke at the connection tubing. They have avoided a sentinel event.